Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge and will boot test was performed and the receiver failed as it perpetually rebooted. A receiver download retrieval was attempted and failed as the receiver perpetually rebooted. A functional test could not be performed as the receiver perpetually rebooted. The receiver case was opened and the ui pcba was detached and downloaded. A review of the receiver download was performed and a loss of connection was found in the logs on the issue date. The customer complaint of a loss of connection was confirmed. A pairing, calibration, and performance test was performed and the receiver failed as it perpetually rebooted. The root cause could not be determined as the complaint could not be replicated with the returned device.